Manufacturer narrative:
Additional manufacturer narrative: the reported device was not return to manufacturer as it was discarded. Without return of the explanted device the reported clinical observation cannot be confirmed. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a ¿jet¿ of blood flow created like a paravalvular leak. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 26mm prosthetic annuloplasty mitral ring, implanted one (1) month, twenty (20) days, was explanted due to hemolytic anemia and mild mitral regurgitation. Op note indicates "on inspection, the previous valve reconstruction which included replacement, a large portion of the anterior leaflet with native pericardium was completely healed. There was no evidence of endocarditis and the valve appeared to be relatively competent." The surgeon attempted to repair the valve once again with the use of another 26mm mitral annuloplasty ring but was concerned that there was a small amount of residual mitral regurgitation and give the small amount he felt that it may be a continued source of hemolysis. The patient was then implanted with a 31mm competitors mechanical valve. The patient was noted to have tolerated the procedure well and was reported in stable condition. The explanted ring was not returned as it was discarded by hcp.